Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt states the device is not charging or stimulating. Pt states when tries to charge not registering. Pt states she's not getting stimulation for the past month. Troubleshooting was unable to be performed as pt was at a drs appt and will call back when she has her equipment.